Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 300 mg/dl at the time of hospitalization. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing. Customer was treated with insulin drip and manual injection. Customer stated that they were using auto mode feature. Customer stated that there was no air bubble and leak. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis. Frn-mmt-943-rsvr, unomed mmt-943, snsr-mmt-7020-ozp.